Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv lead noise warning was triggered on the right ventricular (rv) lead. It was noted that there was one or more ventricular oversensing-noise episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had short v-vs and had triggered a lead integrity alert (lia). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.